Event description:
The surgeon reports an attempted implantation of an li61aor intraocular lens using the ez-28 delivery system. The implantation was attempted twice with two li61aor iols, both seemed crimped or difficult to position. The surgeon removed them without incident. The surgeon then made a 5 to 6 mm enlargement of the original incision to accommodate a third attempt. At that time a posterior bag tear was noticed and resolved by doing a sponge vitrectomy. The surgeon then successfully implanted an iol into the sulcus and finished the procedure with sutures to close the enlarged incision. Please reference MDR #: 1119279-2011-00126.

Manufacturer narrative:
Information received indicated that an ez-28 delivery device was used for the first two attempts to implant the iol. The third attempt was done using forceps. The delivery devices were not returned for evaluation. Also, the lot numbers were not provided. Therefore, device history records review could not be conducted.